Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. Other medications the patient was taking at time of the event were not available. The date of the event was unknown. It was reported the patient had gotten hematomas everywhere the pump had been positioned. The pump was revised in three positions and the hematomas were drained but they recurred. The patient decided he does not want the pump anymore. The pump was explanted (B)(6) 2018 and will be returned. The pump will not be replaced in the future. No environmental/external/patient factors may have led or contributed to the issue. No diagnostics/troubleshooting were performed. The issue was not resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The first hematoma happened immediately after the initial implant in 2017. The date of the event was approximately (B)(6)2017. The pocket revision was (B)(6)2018. It was unknown if the hematomas resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The device was not able to be returned as the customer discarded it.